Manufacturer narrative:
One used with list # 055-d1000, tego¿ connector was returned for evaluation. As received a tear around the sample and seal collapsed was observed. No mating device was returned for evaluation. Complaint can be confirmed. The probable cause of sanguine leakage from tego when disconnecting the syringe is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. A related CAPA is ongoing related to this complaint/event.

Event description:
A tego¿ connector reportedly leaked out (blood-tinged) sanguine upon disconnecting the syringe during patient use. Although the event occurred during patient use, there was no harm.